Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 08/13/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9 photo investigation summary ==> upon visual analysis of the two pictures received to ethicon inc for evaluation. It was observed a labeled winding former with two strands that appear to be ethilon black sutures. A strand was used to compare the reported condition, however, on the picture is not possible to determine the color, measure diameter, or perform the functional test. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint since the sample was not returned for analysis. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Additional investigation summary ==> visual analysis of the returned product revealed that one unopened sample product code 1696g was received to ethicon inc for evaluation. The sample was opened, and the swage and attachment area was noted to be as expected. The suture was dispensed without problems and was examined along the strand and it was noticed the unusual color (not black) at some areas of the suture. An analytical characterization experiment, performed on black silk sutures, demonstrated that sutures lost their color within 48 hours of being exposed to a 3% hydrogen peroxide solution. Unopened suture product exposed to hydrogen peroxide vaporization decontamination (such as in an ER) would eventually cause these black-colored sutures in current overwrap packaging to lose their black color, but it is not known how many decontamination treatments would be necessary to achieve this. The instructions for use do contain the following caution: do not resterilize. The suture was performed and meet the requirements for a ethilon suture diameter 7-0. A functional test was performed using an instron and the tensile strength force was above the minimum requirement as part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Additional investigation summary ==> visual analysis of the returned product revealed that one opened sample product code 1696g was received to ethicon inc for evaluation. In order to evaluate the conditions of the returned sample, the swage and attachment area was noted to be as expected. The suture was dispensed without problems and was examined along the strand and it was noticed the unusual color (not black) at some areas of the suture. An analytical characterization experiment, performed on black silk sutures, demonstrated that sutures lost their color within 48 hours of being exposed to a 3% hydrogen peroxide solution. Unopened suture product exposed to hydrogen peroxide vaporization decontamination (such as in an ER) would eventually cause these black-colored sutures in current overwrap packaging to lose their black color, but it is not known how many decontamination treatments would be necessary to achieve this. The instructions for use do contain the following caution: do not resterilize. The suture was performed and meet the requirements for a ethilon suture diameter 7-0. A functional test was performed using an instron and the tensile strength force was above the minimum requirement. The event described could not be confirmed as the device performed without any defect noted. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Additional investigation summary ==> visual analysis of the returned product revealed that a needle-suture piece product code 1696g was received to ethicon inc for evaluation. In order to evaluate the conditions of the returned sample, the swage and attachment area was noted to be as expected. The suture was examined along the strand to detect any issue related to color variation or damaged and no defects were observed during evaluation. The suture color is black correct for the product code 1696g. No functional tests were performed due to the condition of the sample received. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch, and no non-conformance were identified. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4).

Event description:
It was reported that a patient underwent an unspecified ophthalmology procedure on (B)(6) 2021 and suture was used. The suture snapped during knot tying and was found to be lighter in color, and thinner. The procedure was completed using a new like device and there were no adverse consequences reported. No further information was provided.